Event description:
It was reported that a positive infection of the deep brain stimulation system was discovered during a surgical procedure. The patient was originally scheduled for a wound flap closure surgery, but an infected-looking scab at the extension connection site was removed and tested. A lead and extension explanted on friday, (B)(6), remained within the hospital for infection testing. The manufacturer representative indicated that the patient's scab resulted from a fall. The representative mentioned that the battery was initially left in place, but it was later found that the battery pocket also tested positive for infection. Consequently, the patient had another surgery on (B)(6) to remove the infection and replace the dbs system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025, brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative reported additional information that it is unknown if the infection was resolved.